Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower was not detected on bus. A field service engineer replaced the door board and reseated the connecting cable and rebooted the station to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.